Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. It was reported that a 052 call service alarm had been emitted by the pump more often than expected by the user. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #2, 16-march-2017- correction to serial#.

Manufacturer narrative:
Follow-up # 1 date of submission 12/15/2016 device evaluation: the device has been returned and evaluated by product analysis on 11/23/2016 with the following findings: the black box and alarm history showed cs 052 service alarms. The black box data from the date of the complaint (B)(6) 2016 was overwritten. The pump powered up properly with no alarms. The pump¿s ¿ez-prime¿ steps were performed correctly and no call service alarms or any errors, alarms or warnings occurred during the 24 hour duration test. The investigation was unable to duplicate the initial ¿call service alarm¿ complaint. The pump¿s cover was removed and there were no intermittent conditions found to the cgm module or to the printed circuit board (pcb). Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).